Event description:
On 2/2/98, underwent aortic valve replacement. She developed cardiac tamponade on 2/4/98 & returned to surgery where small bleeding site was resutured. She developed actual fibrillation & had to be electrically cardioverted. She was dischared on 2/11/98. Approximately 4 wks post-op, developed aortic insufficiency murmur. Subsequently admitted for valve replacement.